Event description:
Subsequent information was received that the a follow-up took place and it was confirmed that the device was programmed to bipolar configuration. It was observed that there was some oversensing of myopotentials for 4 to 5 seconds. These episodes coincided with the days the patient was involved in cutting wood. The sensitivity of automatic gain control was reprogrammed to a fixed value of 2.5.

Event description:
Subsequently, information was received that it was unknown if the device was reprogrammed. The field rep has requested this information from the physician. At this time no additional information available.

Event description:
Boston scientific received information that, during a recent follow-up, measurements were taken, and it was observed the r wave values decreased. There were several episodes of non-sustained ventricular tachycardia (nsvt), and mode switching. After reviewing the episodes it was confirmed noise produced the events. Printouts were sent to technical services (ts) for review. Ts confirmed the noise resulted in pacing inhibition of greater than 2 seconds. Ts advised programming the device to bipolar instead of unipolar because it is common to see oversensing in the unipolar setting. Ts also recommended programming fixed sensing, which is the nominal setting. The likelihood of oversensing/undersensing is less with fixed sensing. This patient is pacemaker dependent, but there were no adverse patient effects reported as a result of the pacing inhibition. The device was reprogrammed, and no further intervention was performed.

Manufacturer narrative:
This pacemaker remains in service. At this time there is no additional information. Should additional information become available this report will be updated.